Manufacturer narrative:
A trained third party service technician verified calibrations met specifications and performed test cuts on gel without any issues. The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. The conditions that increase the risk of posterior capsule tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. With the information obtained, as well as the aforementioned factors to posterior capsular tears, the root cause of this event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical services manager reported a tear in the continuous curvilinear capsulorhexis in a patient's right eye during laser assisted cataract surgery. Tear was noted to be all the way around. The surgeon had to perform a vitrectomy. Patient is reported to be doing well.